Event description:
The technician indicated the bed has no ground.

Manufacturer narrative:
The technician found the ground pin broken on the ac power cord. The technician replaced the power cord to repair the bed.